Event description:
On (B)(6) 2018, a 21mm regent valve was selected for use. During the procedure after implant, the mechanical valve leaflets were found to be obstructed because they would not open and close all the way. The valve was exchanged for another 21mm regent valve and the procedure was completed without patient consequence. The procedure was significantly delayed by half an hour, but the patient was hemodynamically stable throughout the whole procedure. Per report, the mechanical leaflets were not tested before implant. The patient was reported with no consequences.

Event description:
On (B)(6) 2018, a 21 mm regent valve was selected for use. The physician debrided the annulus before implant of the valve. During the procedure after implant, the mechanical valve leaflets were found to be obstructed and would not open and close completely when tested with a leaflet tester. The valve was removed, the native annulus was debrided again, and another 21 mm regent valve was implanted to successfully complete the procedure. Per report, the patient's native annulus was calcific. It was reported that the surgeon did not test the leaflets prior to implant. The procedure was significantly delayed by half an hour, but the patient was hemodynamically stable throughout the whole procedure and did not have any adverse consequences.

Manufacturer narrative:
The reported event of obstructed leaflets could not be confirmed. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Hydrodynamic testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 21mm regent valve was selected for use in a patient with a heavily calcified annulus. When testing the leaflets at the end of implant, the mhv were found to be obstructed as they did not open and close completely. The valve was exchanged for another 21mm regent valve and the procedure was completed. The procedure was significantly delayed by half an hour, but the patient was hemodynamically stable throughout the whole procedure. Per report, the mechanical leaflets on the initial valve were not tested before implant. The patient was reported with no consequences.